Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported symptoms of hyperglycemia such as dizziness, headache, and a change in her sense of taste. She tried to test her blood glucose level with her precision xtra meter, but received an error 6. The customer was treated in the emergency room and diagnosed with diabetic ketoacidosis in 2007. According to the customer, she had a seizure four days later, but the details are not specified. There was no report of death or permanent impairment.